Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the leg bag with flip-flo valve did not have velcro strap wide enough and the bag hanged down too low. It was mentioned that when the bag was half full, the velcro unclipped as well. Per follow up information received on 06jun2022, the user had to have full time catheter insertion and was doing in and out for the last 8 years and started to incur too many infections. The legs bags were the better option and bought four bags. The user also suggested that the leg bag would work better if it were not quite so long, since the customer was six feet tall, but it was still too long to be accommodated between the knee and groin without causing a crimp in the tubing or putting a crease in the bag. Secondly, when the bag gets about half full, the velcro straps unclip - too much weight and too little velcro. It was mentioned as the velcro straps were not wide enough to hold the bag taunt, they were too narrow and stiff and would need more velcro to hold the weight of the bag. It was unknown what medical intervention was provided.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The device met relevant specifications. The product was used for patient treatment. The product had not caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used dispoz-a-bag with 2 leg straps. Visual inspection of the sample noted the leg bag was filled with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and no kink or crimp noted in the flip flo drainage valve outlet tubing. No root cause could be found because the reported event was unconfirmed. The lot number was unknown; therefore, the device history record could not be reviewed. Labeling review was not required as the reported event was unconfirmed . The actual/suspected device was inspected.

Event description:
It was reported that the leg bag with flip-flo valve did not have velcro strap wide enough and the bag hanged down too low. It was mentioned that when the bag was half full, the velcro unclipped as well. Per follow up information received on 06jun2022, the user had to have full time catheter insertion and was doing in and out for the last 8 years and started to incur too many infections. The legs bags were the better option and bought four bags. The user also suggested that the leg bag would work better if it were not quite so long, since the customer was six feet tall, but it was still too long to be accommodated between the knee and groin without causing a crimp in the tubing or putting a crease in the bag . Secondly, when the bag gets about half full, the velcro straps unclip - too much weight and too little velcro. It was mentioned as the velcro straps were not wide enough to hold the bag taunt, they were too narrow and stiff and would need more velcro to hold the weight of the bag. It was unknown what medical intervention was provided.